Manufacturer narrative:
(B)(4). This report is being filed on an international product, axsym toxo igg list 9k08, that has a similar us product distributed in the us, axsym toxo igg, list 3b22-22. An investigation is in process. A follow-up report will be submitted when the investigation is complete.

Event description:
The account generated a false negative axsym toxo igg result (0 iu/ml) on a prenatal patient in (B)(6) 2010. The prenatal patient tested axsym toxo igg positive in (B)(6) 2010 (9 iu/ml) and (B)(6) 2010 (9 iu/ml). Additionally, the patient tested vidas toxo-g positive and toxo igm negative. The false negative axsym toxo igg results were not reported outside of the laboratory. No impact to patient management was reported.